Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported failure to deploy the suture appears to be related to advancement of the non-rail suture. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other seven perclose proglide devices, referenced are being filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in the bilateral common femoral arteries was attempted with eight proglide devices using the pre-close technique via a 5f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, with 3 proglide devices, "the needles exited without the suture after firing". The sheath was upsized to a 14f and 16f. The evar procedure was completed. During knot advancement of 5 proglide devices, pulling on the rail suture caused the whole suture to exit the artery. There was no arterial injury. A bilateral surgical cut down was performed. Hemostasis was achieved via surgical suturing. No additional information was provided.